Event description:
Lfi optv suspension failure-j-bow/fell from ceiling. Customer reports, "technologist was moving injector into a position to set up for the next pt when the j-bow failure occurred. The injector fell to the floor, with no injuries reported".

Manufacturer narrative:
Liebel flarsheim field service report: fse reports that the j-bow suspension was original rev. A j-bow. Suspension had spun 360 degrees and sheared off support screws. Replaced j-bow and suspension arm with upgraded j-bow. Injector system returned to full service by the customer.